Event description:
The customer is alleging receiving discrepant high hct and chgb on a patient from siemens epoc device as compared to non-siemens instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens requested for more information and data files from the customer. However, customer provided insufficient information & a full investigation was unable to proceed. However, a lot review on the lot performance of the card lot in question was performed. Epoc calculated hgb is derived from the hematocrit (hct) reading on the epoc device. As per section 12.16.6 of the epoc system manual; hemoglobin concentration is calculated from the measured hematocrit according to the relation: chgb (g/dl) = hct (decimal fraction) x 34. Given this relation, the review focused solely on hct performance of the card lot. The in-house performance of creatinine for the card lot in question, 03-23193-60, did not identify any product deficiencies. Card lot 03-23193-60 was tested with blood and with aqueous control fluids at the time of product release. Aqueous fluids and blood performed as expected and met product specifications at the time of release. Lot 03-23193-60 has been tested throughout the product lifetime with aqueous control fluids and is performing as expected. Therefore, there is no evidence that the system or reagent cards are not performing as intended. The cause of the event is unknown.